Event description:
It was reported that a small volume folfusor did not drain completely. This was observed during patient infusion. After the expected duration of 44 hours, the total volume of 110ml solution should have been administered; however, the device was "almost full volume". The device contained 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on un unspecified date of october 2023; therapy was scheduled between 16 october 2023 and 18 october 2023. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured june 15, 2023 to june 16, 2023. H10: the device was received for evaluation with 68ml fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.